Event description:
During a coronary stent procedure, the stent dislodged and remains in the patient. The physician had made multiple unsuccessful attempts to cross a circumflex graph lesion. While attempting to retract the delivery/stent device back into the guide catheter, the stent dislodged at the guide and a balloon was used for retrieval. The physician was able to get the balloon and stent back as far as the sheath, however, the stent dislodged from the balloon at the sheath and traveled to the peripheral vasculature. The undeployed stent remains in the patient. Patient status is listed as "okay".